Event description:
Following a tmj reconciliation, a tmj revision surgery was identified.

Manufacturer narrative:
Through the reconciliation of the tmj patient tracking, it was identified that additional implant cards were received on this patient. Contact was made to the user facility and it was reported that the patient underwent a revision surgery. No additional details were provided to the manufacturer regarding the reason for the revision, the status of the patient, or the location of the explanted devices. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.